Event description:
It was reported that this right ventricular (rv) lead was explanted since it was exhibiting impedance issues and high pacing thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.